Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5139603.

Event description:
It was reported that the during a supposed ipg revision procedure, it was discovered that the patient's lead had high impedances. The physician opted to replaced the lead.